Manufacturer narrative:
Please disregard this MDR since it was reported twice. This MDR is a duplicate of complaint (B)(4), therefore this report need correction for.

Event description:
It was reported that patient had a primary legion total knee procedure with oxonium femur implants. Due bad reaction to the procedure with stiffness, swelling and redness around the knee joint, a manipulation under anesthesia at about 5 weeks postop. Was required for the patient.